Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 8/25/2016 - phone, 8/25/2016 - phone, 8/30/2016 - voicemail. (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board was replaced, and the unit was returned to service.

Event description:
The hospital reported sustained pressure delivery during a case. There was no report of patient injury.